Event description:
(B)(6) / I was being treated for depression and anxiety. I was told there would be no side effects. During my treatment I started getting tinnitus and now I have 24/7 tinnitus. I also became extremely depressed and suicidal after treatment. What was supposed to make me feel better, made me feel worse. I had to be put on lithium to help stop suicidal thoughts. I also do not have the best memory or ability to speak since my treatments. / product details: I did tms treatment in 2023 at (B)(6).